Event description:
A peritoneal dialysis patient has reported the dialysis solution was leaking out of the pt connector. Pt states that she unscrewed her pt connector from the extension set in her sleep during drain three of four and woke up when the bed was very wet. Prophylactic antibiotics were administered as a precaution and the patient had on adverse effects. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.